Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure due to normal battery depletion, an increase in the capture threshold of the left ventricular (lv) lead was observed. No intervention has been performed at this time and the lead remains implanted. The patient was stable and will continue to be monitored.